Event description:
Complainant alleged that while attempting to obtain the ECG signal of a male patient, the device prompted a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. The complainant indicated that the patient was a large barrel chested, hairy main and the patient was nt shaved prior to application of the first set of electrodes. Please reference medwatch report 1220908-2015-00934 for the first device used with this patient.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll for eval. A review of the clinical data and activity log confirmed the customer's report that intermittent ECG was obtained followed by a "check pads" message. It can be established this report was a result of poor electrode to skin contact the customer informed zoll. The customer was not prepped initially prior to the application of the electrodes. The electrodes were not made available for eval. The device passed thorough testing, and not faults were found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.